Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported an intra-aortic balloon (iab) was used on the patient. The patient was being washed with carefulness by the staff and was positioned on their side. Then the staff received an alarm message for "pressure too high". There was a leak of the balloon. As a result, the iab was removed. There was no report of serious injury or death. The patient has ventricular tachycardia and was treated with an external defibrillation shock.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab balloon damaged is confirmed. The iabc bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported an intra-aortic balloon (iab) was used on the patient. The patient was being washed with carefulness by the staff and was positioned on their side. Then the staff received an alarm message for "pressure too high". There was a leak of the balloon. As a result, the iab was removed. There was no report of serious injury or death. The patient has ventricular tachycardia and was treated with an external defibrillation shock.